Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having a return of symptoms. Caller stated that they were having problems holding their urine and wanted to know how to check the status of their implant. They want to rule out of the therapy was still working or if they were having a medical problem. Agent walked caller through checking their settings and caller confirmed therapy is on. Caller mentioned that they had an MRI yesterday and they were severely restricted at l4 and l5. Caller was wondering if they were having cauda equina which is the bundle branch block of their nerve root. Caller stated they think they need to go to the ER. Caller stated they were also having pain in their lower back and problems picking up their foot when they walk and have a hard time getting up out of a chair and out of recliner. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient changed the programs and issue was better. The patient coming in for evaluation to check battery life. The issue was resolved.